Manufacturer narrative:
(B)(4). One actual sample was received for evaluation. A visual inspection was performed to the set and the results were satisfactory; all components were present, in the right position and complete. The sample was submitted for an under water pressure test which revealed the roller clamp was defective because it could allow a leak in the assembly with the guide tube. A pull test (B)(4) was applied to the components bonding assembly, and no separation of components was observed. The reported condition was confirmed. The root cause of this condition was attributed to a deformation in clamp caused by variation in the height of the cavity of the mold. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
The customer reported to baxter (B)(4) a buretrol solution administration set in which the roller clamp does not regulate. The condition was identified during set up before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.